Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the customer's non tandem continuous glucose monitor was not available, and delivered too large of a bolus which resulted in customer's blood glucose level lowering to 45 mg/dl. The customer consumed carbohydrates to resolve the issue. Reportedly, customer continued using pump for insulin therapy.